Event description:
The hcp explanted and replaced the pump after an implant duration of 3 weeks. The reason given for the explant was "leads will not stay connected". A follow up report will be sent when additional info is received.